Event description:
It is reported that the pt was revised due to pain, dislocation, and loosening.

Manufacturer narrative:
Eval summary: it is reported that the pt was ultimately revised for acetabular implant loosening. The pt was (B)(6). Primary surgical notes were provided which were unremarkable. The mating cup and head were durom and metasul respectively; this metal on metal articulation may have contributed to a "large soft tissue collection" that was noted in the revision operative notes. Revision notes also stated that the posterior capsule was not intact which was likely due to a previous dislocation. The femoral stem was not revised because it was found to be well fixed and stable. A definitive cause for revision cannot be conclusively stated at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.